Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left internal carotid artery. A 5.0mmx20mmx135cm sterling balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a5x20mm non-bsc device. No patient complications were reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left internal carotid artery. A 5.0mmx20mmx135cm sterling balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a5x20mm non-bsc device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal tear 12mm long starting 2mm from the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.